Manufacturer narrative:
No further eval of the device is required. No device failure identified. The instrument operator punctured finger with a needle on a syringe while performing back flush procedure on the imt port. Treatment included blood work for hiv and hepatitis, one month course of antiviral medication and repeat blood work at 2 weeks, and 3, 6, 9, and 12 months. The cause of the finger puncture was use error. Eval of the event did not indicate a device failure.

Event description:
The instrument operator punctured finger with a needle on a syringe while performing back flush procedure on the imt port. It is not standard use to use a sharp needle on a syringe to perform the back flush procedure. Treatment included blood work for hiv and hepatitis, one month course of antiviral medication and repeat blood work at 2 weeks, and 3, 6, 9, and 12 months. The cause of the finger puncture was use error. Eval of the event did not indicate a device failure.